Event description:
It was reported that during a da vinci si prostatectomy with lymph node dissection procedure the fenestrated bipolar forceps instrument was noted to have a gap when closed. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that there is a small gap between grip tips when shut, but the grips were not out of specification and undamaged. The gap was normal at the base of tips, measuring between .033-.043. Engineering also found the distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling. The instrument bipolar pin was bent. The top pin was bent in downwards direction and was almost touching with the bottom pin. The evidence is inconclusive but the damage was likely due to mishandling. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.